Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the ratchet control cap is frozen. Previous investigations found the root cause is attributed to a supplier assembly process. Eco-343292 was implemented on january 10, 2011 to improve the design of the cap retention and the ratchet engagement. The returned sample was manufactured in 2000, before the design change. The sample is over 15-years old. No further action indicated. Complaints to the new design will be monitored through post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screwdriver rachet direction selector is broken.